Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform (acp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure that the patient side cart (psc) could not be moved due to a repeated fault. The fault prompted the customer to disable the boom. The customer tried rebooting the system, but that did not resolve the issue. The intuitive surgical inc. (Isi) technical support engineer (tse) had the caller put the psc into manual drive mode and move it away from the patient. The caller performed a hard power cycle but error 319 persisted. The procedure was already completed when the issue occurred. There were no reports of patient injury.